Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested assistance changing an infusion set on an ilet system and customer care provided troubleshooting and education without issues; during the event the user experienced elevated blood glucose after lunch, reaching 202 mg/dl for about 30 minutes, without device alerts for prolonged hyperglycemia, without back-up therapy, ketone testing, steroid use, medical intervention, or assistance needs. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no medical intervention, no hospitalization, and no functional limitation. Investigation included technical support review and user education. Investigation of this case revealed no device alarms or malfunctions identified and no component failure observed, with the hyperglycemia episode temporally associated with recent food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear.